Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving an unknown drug, dose and concentration via an implantable pump for no known indication of use. It was reported there was an infection in the pump pocket. A full system explant was completed on (B)(6) 2016. Patient experienced redness and swelling at the pump pocket site on left abdomen. It was stated that the infection/issue had not been resolved at the time of this report. Patient will have pump replaced/implanted in the future once the infection is resolved. No date had been set at this time. No further information was received. Patient's outcome was unknown at time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.